Manufacturer narrative:
(B) (4). Physio-control evaluated the device; however, the reported failure was not verified nor duplicated. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
It was reported that the device will not operate on battery power. There were no reports of patient use associated with the reported failure.